Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via leads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
'This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Device evaluation: the device was evaluated by zoll medical germany. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing and ECG stress testing without duplicating the report. The left side panel was replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.